Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-sep-2028, UDI#: (B)(4) g2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a progressive loss of electrodes on the lead. On (B)(6) 2024 the electrodes were all functional. On (B)(6) 2025 electrodes 1 and 4 had impedances greater than 40,000 ohms. On (B)(6) 2025 electrodes 1, 4, and 7 had impedances greater than 40,000 ohms. On (B)(6) 2025 electrodes 1, 3, 4, and 7 had impedances greater than 40,000 ohms. On (B)(6) 2025 all electrodes had impedances greater than 40,000 ohms. The patient did not fall and there were no accidents. Various impedance measurement with the tablet showed a completely fractured electrode. The lead was replaced on (B)(6) 2025 and the issue was resolved. The representative later clarified that when they reported the lead was completely fractured that this was in reference to the high impedance issue, and the lead was not physically fractured.